Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set fell off. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer also experienced bent cannula and blood at site. Customer reported of receiving a no delivery alarm, but resolved issue with a complete set change. A tape kit was sent to customer.